Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient is experiencing high levels of pain and a slight limp without support at the 7 year follow up, and was reportedly unsatisfied with the outcome of the knee replacement surgery. Patient did not present with any itching or swelling of the area around the joint and did not have a decrease in range of motion compared to preoperative. Date of onset given by the surgeon was one year post operative. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00596801752 lps flex femoral component. 00598005701 stemmed tibial component. 00596205010 articular surface. Foreign country: germany. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01944 and 0001822565 - 2022 - 01945.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient is experiencing high levels of pain and a slight limp without support at the 7 year follow up, and was reportedly unsatisfied with the outcome of the knee replacement surgery. Patient did not present with any itching or swelling of the area around the joint and did not have a decrease in range of motion compared to preoperative. Date of onset given by the surgeon was one year post operative. There are no plans for revision surgery as the implant is well-integrated, but the patient is undergoing physiotherapy and has been given medication for the pain. No further event information available at the time of this report.

Manufacturer narrative:
D10: stemmed tibial component precoat size 7: catalog#00598005701, lot#62857867; articular surface size gh 10 mm height: catalog#00596205010, lot#62563534; hi-fatigue bone cmt g 2x40 (with gentamicin): catalog#00112124011, lot#14fa18431. H6: proposed component (annex g) code is mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Per package insert, pain is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.